Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-jun-2026, a review of a draft manuscript titled, ¿functional outcomes and reoperation rate of nanoscope-assisted carpal tunnel release: a prospective analysis¿ identified postoperative complications and reoperations associated with arthroscopic/endoscopic carpal tunnel release procedures utilizing arthrex nanoscope and centerline systems. The following complications were identified in five (5) patients: new onset pain over the hook of the hamate and guyon¿s canal; the patient was referred for hydrodissection under ultrasound, with the potential for guyon¿s canal release if symptoms did not resolve. New onset pain over the distal end of the transverse carpal ligament; subsequent open carpal tunnel release identified a small neuroma, possibly associated with an iatrogenic sensory nerve branch injury. New onset persistent pain and sensation of tightness in the wrist and distal forearm with improvement in numbness; the patient was offered open carpal tunnel release continued pain and numbness with no improvement following endoscopic carpal tunnel release; the patient underwent revision open carpal tunnel release with reported improvement. Continued pain and numbness with no improvement following endoscopic carpal tunnel release in a contralateral procedure; the patient underwent revision open carpal tunnel release with reported improvement. These events are consistent with postoperative complications, including persistent pain, suspected nerve irritation or injury, and lack of symptom resolution requiring additional medical or surgical intervention. No device breakage was reported. No lot, serial number, or device-specific traceability information was provided in the manuscript. Based on the available information, a causal relationship between the reported events and the devices could not be definitively established. Citation: stephens se, strohm sm, shaughnessy rm, et al. Failure rates and patient-reported outcomes are similar across 5 arthroscopic, suprapectoral biceps tenodesis fixation techniques. Arthroscopy, sports medicine, and rehabilitation. 2026;00:e70040. Published by wiley periodicals llc on behalf of the arthroscopy association of north america. Doi:10.1002/ars2.70040.